Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be prematurely depleting. There was 11 months remaining at check before last, and now explant was indicated. Technical services (ts) discussed explant was triggered by device charge time, which is a secondary indicator of elective replacement. Engineering confirmed the charge time has been increasing gradually, the battery voltage was normal, and a normal 90 day elective replacement window was expected. Ts recommended device replacement within the next 90 days. Subsequently, the device was explanted and a new device was successfully implanted. No additional adverse patient effects were reported. The device was received and analysis pending. This report will be updated with pertinent information upon completion of product analysis.

Manufacturer narrative:
The returned implantable device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction functionally passed all returned product testing, and with no further information to indicate a product performance issue, it was concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be prematurely depleting. There was 11 months remaining at check before last, and now explant was indicated. Technical services (ts) discussed explant was triggered by device charge time, which is a secondary indicator of elective replacement. Engineering confirmed the charge time has been increasing gradually, the battery voltage was normal, and a normal 90 day elective replacement window was expected. Ts recommended device replacement within the next 90 days. Subsequently, the device was explanted and a new device was successfully implanted. No additional adverse patient effects were reported. The device was received and analysis pending. This report will be updated with pertinent information upon completion of product analysis.